Event description:
On (B)(6) 2013 - ((B)(6)): area due to a leaking catheter. The patient decided not to have a revision done due to cost. The issue was fixed during the next pump replacement. At the time of the report, the device system was used to deliver dilaudid and was previously used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j93117908, implanted: (B)(6) 1993, explanted: (B)(6) 2010, product type catheter. (B)(4).